Manufacturer narrative:
The insulin pump was received with button unresponsive due to corroded keypad traces. Unable to perform displacement, rewind, seating and basic occlusion due to unresponsive keypad. The pump was received with peeling keypad overlay, scratched case and missing window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the front panel where the buttons are came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.